Event description:
Approx. One month after the implantation, oversensing was reported. The patient was discharged home. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Additional information on oversensing received. The associated device incorrectly determined oversensing was a deadly arrhythmia but did not issue treatment. Oversensing episodes cause a lack of pacing and therefore a period of asystole for the patient. Lead remains implanted and will be evaluated further. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. Inspection of the available iegms confirmed the clinical observation. Based on the morphology of the signals, the root cause of the noise was not determinable. However, it cannot be excluded that external sources led to this event. Please note that the old lead and ICD system implanted on this patient (plexa promri sd 65/16 with sn 81404436 and rivacor 7 hf-t qp df4 is4 promri with sn 84818826) showed a similar behavior, but analysis of the devices revealed no anomalies, which may be an indication of external noise sources as the root cause of the clinical event. Should further relevant information become available, this report will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. Inspection of the available iegms confirmed the clinical observation. Based on the morphology of the signals, the root cause of the noise was not determinable. However, it cannot be excluded that external sources led to this event. Please note that the old lead and ICD system implanted on this patient (plexa promri sd 65/16 with sn (B)(6) and rivacor 7 hf-t qp df4 is4 promri with sn (B)(6)) showed a similar behavior, but analysis of the devices revealed no anomalies, which may be an indication of external noise sources as the root cause of the clinical event. Should further relevant information become available, this report will be updated.